Manufacturer narrative:
The unit was repaired by a site engineer but no repair information provided. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Reported via china aer database: issue summary: it was reported, during patient use, the oxygen concentration of the device was not normal and possibly hypoxic. The anesthesia unit was replaced and there was no report of patient injury.